Event description:
Event description: cpi received information that the implantable cardioverter defibrillator (ICD) had delivered inappropriate shocks to the patient. Interrogation of the ICD noted a charge time out fault accompanied by a 45 second charge time. It was further reported that the ICD had been beeping for over a week and noise was noted on the rate-sensing and shocking electrograms.